Event description:
A ventilator was returned to the MFR's service center with an allegation the device was alarming for low oxygen concentration. There was no harm or injury reported. The MFR is currently investigating this issue and will file a f/u report when the investigation is complete.